Event description:
New alarm is constantly vibrating when the sensor is inserted into the alarm. That results in the alarm itself heating up and the temperature at the back of the alarm starts to rise. Gradually, the alarm gets hotter and hotter and 30 mins later, it is so hot that you can't even hold it in your hand. I had to remove batteries to cool it down. Also, it smells bad like something inside the alarm is burning when it's hot. The back side of this device is too hot and the plastic has deformed from excess heat. It was purchased for my (B)(6) son who won't be using it for safety reasons. FDA safety report ID# (B)(4).